Event description:
It was reported by the patient¿s mother that the patient went to the emergency room (ER) with hyperglycemia and large ketones. The patient's blood glucose levels reached around 500 mg/dl while wearing the pod between 36 and 48 hours. The patient observed the pod to be leaking insulin. Symptoms reported include vomiting. The patient was treated with intravenous (IV) fluids. The patient was discharged the same day. The pod was removed at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.7 hardware: iphone13.2 cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.